Manufacturer narrative:
Follow-up # 1 ¿ (12/11/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 12/3/2013 and 12/5/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter displayed a battery indicator symbol. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated the alleged power issue began at an unspecified time on (B)(6) 2013. The patient manages her diabetes with insulin (unknown type, self adjuster) and stated she took a decreased dose of medication (unknown dosage) in response to the alleged issue. Twenty four hours after the alleged issue occurred, the patient claimed she developed symptoms of ¿dry mouth, frequent urination, and tired¿. On (B)(6) 2013 at 12:15 a. M., the patient stated she went into the emergency room (ER). It is not known if the patient received any treatment while she was at the ER. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.